Event description:
It was reported that the intra-op, stimulation could not be performed. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), ubd:, UDI#: (B)(4) product analysis: mainframe (s.no: (B)(6)) no abnormalities were observed in the device. Imdrf codes: img g02030, fdd a0908, fdr 19, fdc d20 & fdm b01 product analysis: patient interface (s.no: (B)(6)) the fuse on the stim1 side was worn out. Imdrf codes: img g02005, fdd a0908, fdr c0601, fdc d02 & fdm b01 manufacturing date for patient interface: 14-dec-2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.